Event description:
It was reported that the patient presented in clinic for follow up and it was noted that the pacemaker exhibited backup vvi operation. No MRI or medical procedure were performed before the visit. Programming changes were made to restore normal operation. Patient was stable.